Manufacturer narrative:
Manufacturer's analysis indicated that the radiofrequency (rf) head had internal corrosion. The rf head was to be scrapped.

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.